Manufacturer narrative:
Per t:slim x2 user guide: (with cgm integration): transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter had been in use for longer than three months. The customer was instructed by tandem technical support to order a new transmitter. No additional patient information was available.